Manufacturer narrative:
For the result of 6.5 inr, the customer took longer than 15 seconds to dose the strip. Per product labeling: you must apply blood to the test strip within 15 seconds of lancing the finger and within 30 seconds when using venous blood. Applying blood later than that may produce an inaccurate result as the coagulation process will have begun. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.5 inr; qc 2: 5.5 inr; qc 3: 5.3 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. A review of the meter's patient result memory did not show a result of 6.5 inr at any given time. The customer's alleged result of 3.9 inr was observed in the meter's patient result memory with the meter's time/date set incorrectly. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Initial reporter occupation was patient/consumer.

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4). At 5:30 am, the result from the meter was 6.5 inr. At 5:40 am, the result from the meter was 3.9 inr. The therapeutic range was 2.5-3.0 inr and he tests every 2 weeks.